Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet system and observed insulin pooled in the insulin chamber after connecting the cartridge and connector outside the pump and then inserting the assembly, indicating an infusion set and cartridge connection issue; customer support provided troubleshooting and education, including drying the chamber and guiding a new cartridge and contact detach change. Symptoms included low blood glucose to 64 mg/dl without loss of consciousness or other acute symptoms. Outcomes included self-treatment with oral glucose and resolution without medical intervention or hospitalization. Investigation included customer interview, product-use review, and guided reinstallation steps. Investigation of this case revealed incorrect deployment of the infusion set and cartridge connection as the likely cause of insulin leakage into the chamber, with the affected components being the infusion set and cartridge interface. It was concluded, based on previously established findings for similar reports, that user setup error was the probable cause.